Event description:
It was reported that pt was in cardiac arrest, during use, device compressed once and displayed "replace battery". Battery was replaced, system again compressed once and displayed replace battery. Manual CPR was administered.

Manufacturer narrative:
Battery was not returned for investigation. The customer scrapped the battery, but had tested it and provided the data. Based on this data: the battery associated with this report had been tested, based on the data provided, it passed the test.